Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16cvb, implanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# va16cvb, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that they had a shocking feeling in the vaginal area with the stimulation. The lead and implantable neurostimulator (ins) were implanted on the right side, which caused the shocking feeling. The patient had bilateral leads, with the left side buried, so the healthcare provider (hcp) wanted to remove the right side and test the left. The left appeared to be frayed, so they ended up removing both leads. They physician implanted a new lead in the right side, and connected it to the existing ins. They ran an impedance test and the patient jumped in pain with the "shocking" feeling. There was no other troubleshooting conducted. The issue was resolved. Further information received from the rep indicated that the cause of both the shocking and frayed lead were unknown. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.